Event description:
The hospital reported during a procedure, the t.w. Power supply ¿kept stalling¿. Another t.w. Power supply was used to complete the procedure, no patient effects.

Manufacturer narrative:
Tw(B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.